Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that she experienced occlusions which were cause by kinked cannula at arms and thighs on (B)(6) 2025. The infusion set was in use for around 16 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.